Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol hydro-surg irrigator leaked brown fluid near the battery. It was reported that it is unknown exactly how long the device leaked fluid during the case. As reported, the device continued to work while leaking but had been changed out on several occasions. There was no reported patient injury.

Manufacturer narrative:
As reported, the hydrosurg plus irrigator leaked brown fluid near the battery. The subject device was discarded, a video was provided. The video provided showcases the device dripping brown fluid from the bottom of the device while in use. There is no damage seen to the unit. Review of the video confirms for fluid likely entered into the housing and was able to exit through the small hole in the battery case. Based on the video evaluation, the reported event is confirmed; however, without the physical sample, the root cause cannot be determined. Not returned - sample discarded.